Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1026744, medical device expiration date: 2026-01-31, device manufacture date: 2021-01-26, medical device lot #: 0302868, medical device expiration date: 2025-10-31, device manufacture date: 2020-10-28. Investigation summary: it was reported by the distributor that the syringes have damaged plunger rods, ink stains on the barrel, and faded printing. To aid in the investigation, twenty samples bulk packaged and two photos were provided for evaluation by our quality team. A visual inspection was performed of the samples with a 10x magnifier lens. Ten samples have a line that goes around the syringe where the bd logo is; this is acceptable as it doesn't affect the function of the syringe. Four samples have embedded degraded resin and six samples have no defects or imperfections observed. All the syringes have the correct scale marking. The two photos provided show the samples received. The embedded degraded resin defect can occur at the startup of an injection mold/press or intermittently during the injection molding process. A device history record review was completed for provided material number 301033, lot numbers 1026744 and 0302868. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To mitigate the risk of these escapes, frequency of inspections were increased. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Embedded degraded resin. Syringe molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. Frequency of inspections was increased to mitigate the risk of these escapes. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 30ml ll bns plunger rod was damaged. There were scale marking issues on 863 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the syringes have damaged plunger rod, ink stains on the barrel, and faded printing.